Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Corrected: h4. Complaint sample was evaluated against the reported event. Visual inspection confirmed white debris within the sterile packaging. The insert has been damaged such that particles have detached from the insert. The blister seal remains intact. No significant damage was observed on the outer packaging. The side of the blister carton is slightly creased as if it were crushed. DHR was reviewed and no discrepancies were found. Investigation has concluded that the condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely due to transit damage causing the foam packaging to become abraded and shed. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01256, 0001825034-2020-01254, 0001825034-2020-01252, 0001825034-2020-01257, 0001825034-2020-01258.

Event description:
It was reported that during investigation of stock products, debris was notified within the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.